Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent undersensing that resulted in atrial flutter. Technical services (ts) was consulted due to longer atrial tachy response episodes that were missing; however, it was determined that these were ending inappropriately and beginning new episodes due to the intermittent undersensing, resulting in the longer episodes to not be seen as storage filled up. No additional adverse patient effects were reported. This ra lead remains in service.